Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Ultimately, the customer was able to load a new cartridge on the pump. Customers blood glucose level ranged from 360-397 mg/dl.